Event description:
It was reported that there was a gradual but significant rise in impedance in the right ventricular lead as well as a rise in thresholds. The pace/sense portion of the lead was capped and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.